Manufacturer narrative:
Merge healthcare is conducting an investigation to determine what is causing both studies in the viewer (primary and secondary) to be set to a read status. Per a review of the merge pacs logs and the settings, there is no indication at this time that the device has malfunctioned. The client has a setting that enables the study in the secondary viewer (study b) to reflect or match the changes made to the study in the primary viewer (study a). This setting is set to "true" indicating that what happens to study a in the viewer, should also happen to study b. When the investigation into the customer's allegation is complete a supplemental report will be submitted.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marked for soft copy reading, communication and storage of studies produced by digital modalities. On (B)(6) 2017 a client reported that when a radiologist begins viewing study a in the pacs primary viewer and then begins viewing study b in the secondary viewer, if study a is dictated and marked as read, study b is set to a read status as well. The customer is expecting that only the study a is marked as read, not both of the studies that the customer is viewing (study a and study b). When a study that has not been dictated and read is automatically changed to a read status by the system, there is a potential for delay in diagnosis. This is due to the customer potentially missing the study as it will no longer appear on their pending review worklist. At this time, there is no indication of direct impact or harm to a patient. (B)(4).

Manufacturer narrative:
Merge healthcare has completed their investigation and determined merge pacs software is working as designed. Client has access to a setting to lock the study in the secondary viewer so it will not reflect the changes made to the study in the primary viewer, thus preventing this issue. A review of labeling found the instructions for use (IFU) provide information to support available options for both xml and api based third party applications. Refer to pax-35920 merge pacs 7.1 workstation users guide rev.1, section 10.1.1. Direct api-based integration. No further action is needed at this time.